Event description:
A nurse reported two surgeons have had a total of 17 patients develop toxic anterior segment syndrome (tass) over the past five months. Four of these patients were reported to have experienced anterior chamber fibrin. These four were treated with steroids and events resolved. The cause of the events is not known. This facility is investigating possible causes of tass including reviewing circulator and scrub tech practices, cleaning and sterilization procedures as well as products used in the o.r. Additional information including patient identifiers and outcomes were requested but not received.

Manufacturer narrative:
Product has not been returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.